Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented or routine device checkup, the patient notifier would not vibrate. Attempts from using radio frequency telemetry and reprogramming the vibration duration were unsuccessful. The patient will continue to be monitored. The patient condition is fine.